Event description:
An incident report was received from our customer detailing the following: "dr (B)(6) wanted to recanalise a high grade stenosis in the left anterior tibial artery. During attempt to cross the stenosis with the connect guidewire, the physician felt resistance due to the heavy calcification of the cto, he finally could by pushing with force place the connect guidewire in the stenosis. Then he took a non av balloon (name of competitors device was not provided), but he could not cross the stenosis with the balloon, he could only bring the balloon some millimeters into the proximal section of the stenosis then he felt resistance and tried to apply force on the balloon but also by force it was not possible to advance the balloon further. The physician retracted the balloon, during this resistance was felt and afterwards he retracted the connect guidewire also during retraction of the connect guidewire resistance was felt; he took an angiogram of the target lesion and noticed the tip of the connect guidewire had separated and was still stuck inside the stenosis. Please refer to attached report for complete description as there is not enough space in this box.

Manufacturer narrative:
The batch history review carried out demonstrates the device was mfg to spec. The complaint dialogue indicates that resistance was experienced by the user while trying to reach the target site and again while attempting to retract the device from the pt. The condition of the returned guidewire would indicate that the user applied force beyond the wires capabilities and this contributed to the kinking observed along the length of the wire. The catheter was found to have damage caused by over torquing at both the distal and proximal ends. Considering the damage observed on the catheter and guidewire at the distal ends, it is likely the guidewire got caught in the catheter and the polymer was skived off when the user attempted to remove the guidewire from the catheter. The tip was found to be intact. There was no fracture observed on the guidewire. It is likely that the portion of polymer that detached was visible under the anigogram as there is a slight doping agent in the polymer, which renders it radiopaque. Post market performance of the guidewire device does not indicate any concerning trends for this type of defect. Lake region will continue to monitor post market experience for any similar trends.